Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant /malposition of essure device"), uterine perforation ("perforation of organs /but there was faulty deployment on the right side. The coil is in the uterine cavity but not in the tubal ostia") and abortion of ectopic pregnancy ("ectopic pregnancy /pregnancy (termination)") in an adult female patient who had essure (batch no. A28083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right coil deployed too soon", device physical property issue "right coil curled on self" and device ineffective "device ineffective". The patient's past medical history included panic disorder, social anxiety disorder, hemochromatosis, pap smear on (B)(6) 2012, low grade squamous intraepithelial lesion on (B)(6) 2012, d & c on (B)(6) 2013, laparoscopy on (B)(6) 2015 and laparotomy on (B)(6) 2015. Concurrent conditions included right lower quadrant pain since (B)(6) 2012, fever since (B)(6) 2013, foot surgery since (B)(6) 2015, drug allergy, drug allergy, drug hypersensitivity, penicillin allergy, infection since(B)(6) 2015, venous thromboembolism since (B)(6) 2015, cerebrovascular accident since (B)(6) 2015 and ovarian cyst (small left ovarian cyst discovered on us during ed visit on (B)(6) 2015) since (B)(6) 2015. Concomitant products included evra (ortho evra) for birth control as well as acetylsalicylic acid (aspirin), alprazolam (xanax), diazepam (valium), gabapentin (neurontin), ibuprofen, ketorolac tromethamine, ketorolac tromethamine (toradol), lorazepam (ativan), naproxen, paroxetine hydrochloride (paxil), sertraline (zoloft), tramadol and vicodin. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation, uterine perforation and abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), flank pain ("right flank pain") and dyspareunia ("dyspareunia was noted after referenced right salpingectomy and removal of essure"). The patient's last menstrual period was on (B)(6) 2015 and estimated date of delivery was (B)(6) 2016. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant, right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, abortion of ectopic pregnancy, pelvic pain, flank pain and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion of ectopic pregnancy, device dislocation, dyspareunia, flank pain, pelvic pain and uterine perforation to be related to essure. The reporter commented: the essure device was inserted into the left tube and deployed without difficulty. There were 8 trailing coils noted. Procedure: unable to complete procedure. Right coil deployed too soon + curled on self. Number of coils on right - 0. Diagnostic results: patient used condoms and ortho era patch before the essure for over the counter birth control. On (B)(6) 2012, colposcopy procedure, findings: cervix: no visible lesions, assessment: 1 lsil (low grade squamous intraepithelial lesion) on pap smear, 2. Pregnancy examination or test pregnancy unconfirmed. Poct urine pregnancy. Specimen: urine, components: hcg: qualitative, urine- negative. On (B)(6) 2012, admitting diagnosis: poct urine pregnancy. Brandy has been pre-medicated with toradol, vicodin, and valium. Pregnancy test today is negative. On (B)(6) 2012, exam: one view pelvis. Findings: essure coils within the pelvis. Both coils are to the right of midline. This could be due to uterine deviation to the right as the left-sided coil traverses towards the left adnexa. The appearance of the coils could be consistent with location within the fallopian tubes. Location within the tubes cannot be confirmed on plain film but the proximal portions of the coils are at a relatively similar level. The essure coils are not displaced out of the pelvis. If exact location needs to be confirmed. An attempt with ultrasound localization could be performed. Alternatively. If there is concern for more significant pelvic pathology. CT could be obtained. On (B)(6) 2013, found out she was 6 weeks pregnant at the beginning of july. Had an elective abortion done. Went to ed. Still showed a gestational sac in the uterus. Underwent a d&c at that time. Started on ortho eura now. Wants to know her options for sterilization. Has pelvic pain on the right side as well. Wonders if it could be from the essure. CT scan done in (B)(6) 2013 showed the essure to be in proper position. On (B)(6) 2015, type of test: hysterosalpingogram (hsg), result: not mentioned in pfs. As per mr: date: (B)(6) 2015, examination: hysterosalpingography, radiologic supervision and interpretation history: patient is status post essure coil placement in 2012. The patient had a pregnancy following placement of the essure coils. Findings: on the scout image, two essure coils are identified. The uterine cavity has a normal contour. No filling defects are seen. There is venous and or lymphatic intravasation of contrast. The left essure coil appears to be appropriately positioned. There is no flow of contrast into the left fallopian tube. The right essure coil appears to be located adjacent to the right fallopian tube. The right fallopian tube is patent as demonstrated by free spill of contrast into the peritoneal cavity impression: the right essure coil appears to be located adjacent to the right fallopian tube. The right fallopian tube is patent. Occluded left fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, uterine perforation, ectopic pregnancy with contraceptive device, pelvic pain and dyspareunia. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. Reporter was added. Case was medically confirmed. Patient¿s detail, historical condition, concomitant disease, concomitant drugs and unstructured relevant tests were added. Essure indication and lot number was added. Right flank pain and dyspareunia was noted after referenced right salpingectomy and removal of essure, right coil deployed too soon and right coil curled on self were added as events. Ectopic pregnancy was updated to loss of ectopic pregnancy , pain was updated to pelvic pain female and perforation of organs was updated to uterine perforation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), ectopic pregnancy termination ('ectopic pregnancy /pregnancy (termination)'), uterine perforation ('perforation of organs /but there was faulty deployment on the right side. The coil is in the uterine cavity but not in the tubal ostia/ fallopian tube perforation') and device dislocation ('migration of implant /malposition of essure device') in an adult female patient who had essure (batch no. A28083-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right coil curled on self", device deployment issue "right coil deployed too soon" and device ineffective "device ineffective". The patient's medical history included laparotomy on (B)(6) 2015, laparoscopy on (B)(6) 2015, d & c on (B)(6) 2013, pap smear abnormal on (B)(6) 2012, low grade squamous intraepithelial lesion on (B)(6) 2012, panic disorder, social anxiety disorder and hemochromatosis. Patient used condoms and ortho era patch before the essure for over the counter birth control. On (B)(6) 2013, found out she was 6 weeks pregnant at the beginning of july. Had an elective abortion done. Went to ed. Still showed a gestational sac in the uterus. Underwent a d&c at that time. Started on ortho eura now. Wants to know her options for sterilization. Has pelvic pain on the right side as well. Wonders if it could be from the essure. CT scan done in jun2013 showed the essure to be in proper position. Concurrent conditions included ovarian cyst (small left ovarian cyst discovered on us during ed visit on (B)(6) 2015) since (B)(6) 2015, infection since (B)(6) 2015, venous thromboembolism since (B)(6) 2015, cerebrovascular accident since (B)(6) 2015, foot surgery since (B)(6) 2015, fever since (B)(6) 2013, right lower quadrant pain since (B)(6) 2012, allergic reaction to antibiotics, drug allergy, drug hypersensitivity and penicillin allergy. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) for birth control as well as (), acetylsalicylic acid (aspirin), alprazolam (xanax), diazepam (valium), gabapentin (neurontin), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine, ketorolac tromethamine (toradol), lorazepam (ativan), naproxen, sertraline hydrochloride (zoloft) and tramadol. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), flank pain ("right flank pain"), dyspareunia ("dyspareunia was noted after referenced right salpingectomy and removal of essure") and abdominal pain ("abdominal pain") and underwent ectopic pregnancy termination (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right salpingectomy, 01jun2015- salpingectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, ectopic pregnancy termination, uterine perforation, device dislocation, pelvic pain, flank pain, dyspareunia and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2015 and estimated date of delivery was (B)(6) 2016. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, device dislocation, dyspareunia, ectopic pregnancy termination, fallopian tube perforation, flank pain, pelvic pain and uterine perforation to be related to essure. The reporter commented: the essure device was inserted into the left tube and deployed without difficulty. There were 8 trailing coils noted. Procedure: unable to complete procedure. Right coil deployed too soon + curled on self. Number of coils on right - 0. She received treatment for dyspareunia, pelvic pain female, abdominal pain, ectopic pregnancy, essure dislocation and fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral occlusion, left occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, uterine perforation, ectopic pregnancy with contraceptive device, pelvic pain and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new event (abdominal pain), fallopian tube perforation were added and lab test updated. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant /malposition of essure device"), uterine perforation ("perforation of organs /but there was faulty deployment on the right side. The coil is in the uterine cavity but not in the tubal ostia") and ectopic pregnancy ("ectopic pregnancy /pregnancy (termination)") in an adult female patient who had essure (batch no. A28083-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right coil deployed too soon", device physical property issue "right coil curled on self" and device ineffective "device ineffective". The patient's past medical history included panic disorder, social anxiety disorder, hemochromatosis, pap smear abnormal on (B)(6) 2012, low grade squamous intraepithelial lesion on (B)(6) 2012, d & c on (B)(6) 2013, laparoscopy on (B)(6) 2015 and laparotomy on (B)(6) 2015. Concurrent conditions included right lower quadrant pain since (B)(6) 2012, fever since (B)(6) 2013, foot surgery since (B)(6) 2015, allergic reaction to antibiotics, drug allergy, drug hypersensitivity, penicillin allergy, infection since (B)(6) 2015, venous thromboembolism since , cerebrovascular accident since (B)(6) 2015 and ovarian cyst (small left ovarian cyst discovered on us during ed visit on (B)(6) 2015) since (B)(6) 2015. Concomitant products included evra (ortho evra) for birth control as well as acetylsalicylic acid (aspirin), alprazolam (xanax), diazepam (valium), gabapentin (neurontin), ibuprofen, ketorolac tromethamine, ketorolac tromethamine (toradol), lorazepam (ativan), naproxen, paroxetine hydrochloride (paxil cr), sertraline (zoloft), tramadol and vicodin. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), flank pain ("right flank pain") and dyspareunia ("dyspareunia was noted after referenced right salpingectomy and removal of essure"). The patient's last menstrual period was on (B)(6) 2015 and estimated date of delivery was (B)(6) 2016. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant, right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, ectopic pregnancy, pelvic pain, flank pain and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered device dislocation, dyspareunia, ectopic pregnancy, flank pain, pelvic pain and uterine perforation to be related to essure. The reporter commented: the essure device was inserted into the left tube and deployed without difficulty. There were 8 trailing coils noted. Procedure: unable to complete procedure. Right coil deployed too soon + curled on self. Number of coils on right - 0 . Diagnostic results: patient used condoms and ortho era patch before the essure for over the counter birth control. On (B)(6) 2012, colposcopy procedure findings: cervix: no visible lesions. Assessment: 1 lsil (low grade squamous intraepithelial lesion) on pap smear. 2. Pregnancy examination or test pregnancy unconfirmed. Poct urine pregnancy. Specimen: urine. Components: hcg ¿ qualitative, urine- negative. On (B)(6) 2012, admitting diagnosis: poct urine pregnancy. Brandy has been pre-medicated with toradol, vicodin, and valium. Pregnancy test today is negative. On (B)(6) 2012, exam: one view pelvis. Findings: essure coils within the pelvis. Both coils are to the right of midline. This could be due to uterine deviation to the right as the left-sided coil traverses towards the left adnexa. The appearance of the coils could be consistent with location within the fallopian tubes. Location within the tubes cannot be confirmed on plain film but the proximal portions of the coils are at a relatively similar level. The essure coils are not displaced out of the pelvis. If exact location needs to be confirmed. An attempt with ultrasound localization could be performed. Alternatively. If there is concern for more significant pelvic pathology. CT could be obtained. On (B)(6) 2013, found out she was 6 weeks pregnant at the beginning of july. Had an elective abortion done. Went to ed. Still showed a gestational sac in the uterus. Underwent a d&c at that time. Started on ortho eura now. Wants to know her options for sterilization. Has pelvic pain on the right side as well. Wonders if it could be from the essure. CT scan done in (B)(6) 2013 showed the essure to be in proper position. On (B)(6) 2015, type of test: hysterosalpingogram (hsg). Result: not mentioned in pfs. As per mr date: (B)(6) 2015. Examination: hysterosalpingography, radiologic supervision and interpretation history: patient is status post essure coil placement in 2012. The patient had a pregnancy following placement of the essure coils. Findings: on the scout image, two essure coils are identified. The uterine cavity has a normal contour. No filling defects are seen. There is venous and or lymphatic intravasation of contrast. The left essure coil appears to be appropriately positioned. There is no flow of contrast into the left fallopian tube. The right essure coil appears to be located adjacent to the right fallopian tube. The right fallopian tube is patent as demonstrated by free spill of contrast into the peritoneal cavity. Impression: the right essure coil appears to be located adjacent to the right fallopian tube. The right fallopian tube is patent. Occluded left fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, uterine perforation, ectopic pregnancy with contraceptive device, pelvic pain and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), perforation ("perforation of organs") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, ectopic pregnancy with contraceptive device and pain outcome was unknown. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, pain and perforation to be related to essure. Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.